Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles inner the shell and opening on radius. Leak test and microscopic analysis was performed which identified: crack opening and crease smooth opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. An opening crease smooth on radius assessed as fold flaw opening

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation¿. Device remains implanted.